Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. While we were unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related due to the condition of the returned lens. There have been no other complaints reported in the lot number. Additional information has been requested and rec'd. (B)(4).

Event description:
A user facility reported that following insertion of an intraocular lens (iol), a jagged spot and circular clouding at the periphery of the iol was noted. The incision was enlarged and the iol was removed and replaced with another lens. The surgical procedure was delayed by five minutes. In a f/u, the surgeon reported the event resolved.